Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device is at elective replacement indicator (eri) and premature battery depletion is suspected. It was further reported the clinician suspected premature depletion based on the device settings and arrhythmia history. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
Additional information was received and reported the device was explanted and replaced.